Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he goes through sixteen infusion sets every three days, and that when he changes the site, blood was squirting everywhere. He also stated that the blood glucose rises each time he changes the set. Customer was advised to go back on shots by his doctor. Customer was advised to apply pressure to the area for three minutes to stop the bleeding and customer stated that he was able to get the bleeding to stop this way. The blood glucose reading was not given. Nothing further was reported.